Manufacturer narrative:
Product investigation summary: one (1) screw driver shaft 1.3/1.5 t4 self-hold (part 03.130.010 / lot 9836611) was received for evaluation with the complaint category "broken: intraoperatively." This complaint is confirmed as the returned device was received with a portion of the distal tip sheared off. Approximately 0.5mm of the distal tip sheared off at an approximate angle of 15 degrees. The sheared off portion was not returned for evaluation. A cross-sectional measurement at the location of fracture could not be accurately achieved during this investigation due to the damage/shear angle. The material at the fracture location does appear to be homogenous. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. During the DHR, no non-conformance reports were generated during production. Review of the DHR showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The relevant drawing was reviewed during this evaluation with no product design issues or discrepancies observed. A definitive root cause could not be determined. However, the complaint condition was most likely caused by over-torquing of the devices. It is not likely that the design of the instrument contributed to this complaint. No new, unique, or different patient harms were identified as a result of this evaluation. The design is adequate for its intended use when used and maintained as recommended; it did not contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - part number: 03.130.010 . Synthes lot number: 9836611. Release to warehouse date: 26-oct-2015. Supplier: (B)(4), pkg by (B)(4). Manufacturing date: 26-oct-2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes EU reports an event in (B)(6) as follows: it was reported that a screwdriver broke during an unknown surgical procedure while the surgeon was tightening a screw. The surgery was prolonged about 5 minutes. The surgery was successfully completed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: the returned sample did show evidence of damage to the stardrive form with the end having been twisted and broken off. A visual, dimensional, and hardness analysis was performed on the part received. The hardness reading measured at 58.50 rc, which is within specification (56-60rc). No other non-conforming issues were found during the investigation as parts met all other customer requirements. No manufacturing related issues were identified and/or confirmed. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.